Manufacturer narrative:
B5-the reporter indicated that a 13.2mm vticm5_13.2 -12.00/4.0/093 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was unknown. H6- health effect-impact code: 4627 to 4629 - previous code not applicable, the lens was replaced not explanted. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 -11.50/4.0/094 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2023. The patient experienced excessive vault. Lens was explanted on an unknown date. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Explant date: unknown. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).